Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of sterile peritonitis, fever and weakness in a patient coincident with extraneal viaflex and physioneal 40, unknown bag therapies for peritoneal dialysis (pd). Extraneal and physioneal therapies were ongoing. On an unreported date, the patient experienced fever and weakness. On (B)(6) 2012, the patient was diagnosed with peritonitis manifested by abdominal discomfort and orange/cloudy effluent. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient began treatment with vancomycin (1 g/l every 5 days, ip) and ceftazidime (125 mg/l continuously, ip). The patient was also treated with oral fluconazole and heparin ip. On (B)(6) 2012, treatment with vancomycin and ceftazidime were discontinued. The peritonitis was considered mild as 24 to 48 hours after the initiation of peritonitis protocol treatment, clinical improvement was observed. The peritonitis resolved ((B)(6) 2012).

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.